Event description:
The customer reported water inside the insulin pump was observed. Troubleshooting was performed and the device alarmed. Advised customer to discontinue the use of the device and revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corroded electronic and motor assembly. Further testing was not performed due to the blank display.